Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The pump off passcode was provided per the hcp's request. The event date was asked and unknown. No symptoms were reported. There were no further complications reported at this time.